Event description:
The surgeon was performing a video assisted thorascopic surgery on the pt, when he placed the endo gia universal 12mm across the right inferior pulmonary vein and as the surgeon fired the device, it appears that during the firing process, the knife blade pushed the cartridge out of the firing mechanism. No significant bleeding was encountered because of this, but it did result in the posterior port incision having to be extended in a posterior lateral thoracotomy incision, so that the surgeon could place proximal and distal control ties in place. On removing the cartridge from the vein, it was noticed that knife blade of the cartridge did not cut the pulmonary vein, however half of the vein showed staples and the other half didn't. It was obvious to the surgeon that the stapler had misfired. He spoke with the company rep. Who then spoke with his company's quality control at the corporate office.